Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.0/+2.5/x076 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting and glare/halos. The lens was exchanged for a shorter lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Date of event is corrected to (B)(6) 2018. Claim#: (B)(4).

Manufacturer narrative:
Lens returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. Claim#: (B)(4).